Event description:
A report from synthes (B)(4) reports an event in (B)(6) as follows: this report is for 3 unknown screws. On (B)(6) 2013, after inserting the guide wire into the bone head, three cannulated screws were inserted. When the surgeon removed the guide wire, he found the thread tips of three screws had twisted off the tip and remained in the patient¿s bone. The surgeon removed the guide wire completely. The duration of procedure exceeded 30 minutes. There were no effects to the patient and no residue left inside the patient. The surgeon removed the thread tips of the screws from the bone after removing the screws and shaving the bone. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional device info: this report is for unknown screws/unknown lots. Investigation could not be completed and no conclusion could be drawn as no device was returned and no not number or part number provided. Placeholder.